Event description:
The patient reported experiencing issues with the up and down buttons of his infusion device. He also reported that in 2009, he woke up with elevated blood glucose and he doubled his bolus amount and exercised. His blood glucose continued to increase and he then found blood in the infusion tubing. He changed the infusion set and his blood glucose measured 28 mmol/l (504 mg/dl). He stated that he disconnected from the infusion site and primed and no insulin dripped from the end of the infusion tubing. He switched to his backup infusion device and bolused 10 units of insulin. He was advised by his physician to go to the emergency room. When he met with his physician his blood glucose had decreased to below 14 mmol/l (252 mg/dl). He stated that his blood glucose is normally below 10 mg/dl (180 mg/dl). No further information is available. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.